Event description:
The user facility reported a 67 yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump abruptly stopped with associated power spike. Bedside staff attempted restart procedures without success. The patient was taken to the operating room for pump removal. Upon removal, the connection to the red impella plug was obviously separated with exposed wires. There was no patient harm reported.

Manufacturer narrative:
The investigation into the pump stop has been completed. An image received from the field revealed the catheter had come out of the kink protector bond, exposing the motor cable wires. Data logs showed that the pump stopped immediately upon the sudden occurrence of the "impella stopped - motor current high" alarm. When the pump stopped, the motor current spiked to over 30,000 and the placement signal went to 3000 immediately. After the pump stop, there were further motor spikes, accompanied frequent impella stopped alarms (alarms 13 and 115). No product was returned. In conclusion, it was determined that the cause of the pump stop was most likely an open electrical line stemming from damage to the motor cables when the catheter was separated from the red handle. The cause of this separation was not determined since the product was not returned. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.